Manufacturer narrative:
Additional narrative: a service history of the past six months from the awareness date has been reviewed. The item was previously returned for service on (B)(4) 2013 due to runs in reverse only. A service request for this item was requested on (B)(4) 2013 for runs in reverse only. The previous service condition of runs in reverse only is relevant to the current complained issue of runs in reverse only. (B)(6). Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(4). The manufacturing records were reviewed and no complaint related issues were found. The investigation could not completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
During a hand fixation surgery on (B)(6) 2013, an e-pen was not functioning correctly in the operating room by running in reverse while being in different positions, whether it was locked or if the connector was attached. There was a 5 minute delay in the procedure but a spare e-pen was available for use. There were no injuries or medical intervention was reported. No additional information is available. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was received for evaluation. Investigation coordinated by synthes (B)(4). Report received indicates the customers complaint that the device only runs in the reverse position was confirmed. The device was tested and the complaint was duplicated. The evidence indicates this is due to usage and wear over time. Placeholder.